Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings:a review of the black box showed unexplained power on resets. The battery cap was not returned. A test battery cap attached to the pump and was used to complete 24 hour testing. No power interruptions were duplicated. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. Unrelated to the original complaint, the battery compartment was cracked above the bumper pad. No moisture/corrosion was found in the battery compartment. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Additional evaluation codes: methods code- (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.